Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. On an unspecified date and time, the device was programmed to deliver 5% dextrose and 0.45% saline and the delivery was started. No specific programming parameters were provided. The pt was receiving fluid replacement due to decreased fluid intake related to possible tonsillitis or mononucleosis. On (B) (6) 2010 at an unspecified time, the nurse reported the device "stopped mid-infusion and would not let me eject the tubing." After an unspecified length of time, the biomedical engineer manually removed the tubing set. It was reported the device displayed a white screen with no audible alarm tone. The device was removed from clinical service. Therapy was resumed using a replacement device. No further medical interventions were provided. Although there was potential for serious injury, the customer contact reported the pt was not affected. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing by sounding an audible alarm tone from the primary and secondary speakers during an alarm condition. White screen errors s308 (can bus error-left) and s408 (can bus error-right) were found in the history, but not duplicated during testing. The white screen error is due to a communication error on the controller area network bus (can bus). This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).